Event description:
It was reported that the customer visited the emergency room on (B)(6) 2014. Her blood glucose level was 53 mg/dl. The customer declined low blood glucose troubleshooting. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).